Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage (" excessive bleeding"), metal poisoning ("metallosis"), back pain ("low back pain"), infection ("infections") and fluid retention ("fluid retention"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, metal poisoning, back pain, infection and fluid retention outcome was unknown. The reporter considered back pain, fluid retention, genital haemorrhage, hypersensitivity, infection, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), back pain ("lowback pain"), infection ("infections"), fluid retention ("fluid retention") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, swelling, hypersensitivity, genital haemorrhage, metal poisoning, back pain, infection, fluid retention and pelvic pain outcome was unknown. The reporter considered allergy to metals, back pain, fluid retention, genital haemorrhage, hypersensitivity, infection, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: the initial case (B)(4) was identified as duplicate case and all the information were transfer to this current case, non-drug treatment was updated from pelvic pain to nickel sensitivity based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage (" excessive bleeding"), metal poisoning ("metallosis"), back pain ("lowback pain"), infection ("infections") and fluid retention ("fluid retention"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, metal poisoning, back pain, infection and fluid retention outcome was unknown. The reporter considered back pain, fluid retention, genital haemorrhage, hypersensitivity, infection, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.